Manufacturer narrative:
The last calibration performed on 30-aug-2021 was ok and there were no alarms. Upon review of the alarm trace, multiple abnormal aspiration alarms were observed. The field service engineer determined there was damaged rinse mechanism tubing. The tubing was replaced. Fluidic and mechanical checks were performed; all checks passed. Precision studies were performed and these passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 8000 c (701) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a calcium value of 12.77 mg/dl accompanied by a data flag. The sample was repeated on a second analyzer, resulting in a value of 9.31 mg/dl. The sample was also repeated on a third analyzer, resulting in a value of 9.51 mg/dl. The 9.31 mg/dl value was believed to be correct. The calcium reagent lot number was 548189. The reagent expiration date was requested, but not provided.